Event description:
The patient called to report that she is having a potential allergic reaction (rash) beginning end of june, early july to the two xience v stents that were deployed on (B)(6) 2010, in the left anterior descending artery (lad) and the right coronary artery (rca). The patient was sent by her physician to see a dermatologist who determined the rash to be insect bites and prescribed an antibiotic cream for treatment of the rash; however, the symptoms cleared up initially and then returned. She also complained of fatigue since the date of implant. The patient is currently taking plavix and aspirin, and states that she is allergic to more than a few medications. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of fatigue and hypersensitivity (allergic reaction), as listed in the xience v instructions for use (IFU), are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling and the treatment appears to be related to operational context of the procedure. The 2.5 x 18 mm xience v ((B)(4)), is being filed under a separate MFR#.